Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred 75 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed at the blue port of the hansen connector. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were not used. It was noted that a pool of blood was in the dialyzer with visible torn fibers. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient¿s treatment was not completed as the patient elected to make up the treatment. The complaint device was reported to not be available to be returned to the manufacturer for evaluation. Additional information received states that the blood leak was outside the fibers but within the housing of the dialyzer which was contained to one spot about an inch long. The leak was confirmed to be an internal blood leak.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility reported that a dialyzer blood leak occurred 75 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed at the blue port of the hansen connector. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were not used. It was noted that a pool of blood was in the dialyzer with visible torn fibers. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient¿s treatment was not completed as the patient elected to make up the treatment. The complaint device was reported to not be available to be returned to the manufacturer for evaluation. Additional information received states that the blood leak was outside the fibers but within the housing of the dialyzer which was contained to one spot about an inch long. The leak was confirmed to be an internal blood leak.